Event description:
During a ptca procedure, the maverick2 monorail balloon froze on another MFR's wire during advancement. The catheter and wire were removed as one without incident. No patient injuries or complications were reported.